Manufacturer narrative:
Per lumenis svc, the vasculight elite device was well calibrated and operated normally; the problem was with the sr treatment head this treatment head was giving a simmer errpr and the head, along with its 590 nm filter, was badly burnt and pitted from the gel not being cleaned off and there was also major damage to the filter coating. At least one other filter also had gel and pitting. Use of the damaged filter appears to be the root cause for the injury. After the sr head and the 590 nm filter were replaced, the device's operation was found to be within specs. The customer engineer advised the customer regarding the maintenance problems with their filters. The simmer error was not related to the safety incident, per lumenis svc. In the original analysis, this incident was determined by lumenis not to be MDR reportable.

Event description:
Per the customer, during treatment to the tip of pt's nose, the vasculight elite treatment head overheated and the crystal burnt. Error (left head failure) and possible simmer error failure appeared. Per the customer, the pt's face seemed a little redder than usual, but at the time the pt left the customer location there was no acutal burn. Per customer, there was no medical intervention.